Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) new safety disk had a problem in testing the pim topic membrane. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.